Manufacturer narrative:
Per good faith effort (gfe) response, the customer ultimately ordered the replacement, and upon receiving the new part, the customer replaced the defective touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed touchscreen calibration. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed touchscreen calibration. The remote service engineer (rse) advised the customer that the majority of touchscreen failures are resolved by replacing the touchscreen and that the device will occasionally respond with a no touch detected error when touchscreen calibration is performed; scratches, punctures, or residue left on the touchscreen from cleaning can also cause problems. The rse also noted that replacing the touchscreen should resolve the problem according to the service manual and provided the customer with the part number of the replacement touchscreen for repair. Investigation is ongoing

Manufacturer narrative:
E: reporter phone (B)(6).